Manufacturer narrative:
Maquet medical systems, USA, submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Investigation is ongoing and a follow-up will be provided.

Event description:
"Tip of cannula is very hard and breaks easily." (B)(4).